Manufacturer narrative:
This report is submitted on september 7, 2023.

Event description:
Per the surgeon, the patient developed an infection at the superior aspect of incision. The patient was treated with oral antibiotics and the issue resolved. The device remains implanted.